Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo of a loose 1ml syringe was received and evaluated. It was observed the syringe in the photo had a skewed scale that wrapped around 1/4 of the barrel. This was a rejectable condition per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. Root cause description: potential root cause for the skewed scale defect is associated with the marking process. Rationale: no corrective actions are necessary based on the defective rate identified. Batch 8220916 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale markings "twisted" around the barrel of the bd syringe luer-lok¿ tip and were noticed during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on the syringe, a twisted scale was marked, which can not be correct."